Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in inquiring about a recent alert on the patients implantable cardioverter defibrillator (ICD). A review of a recent remote monitor report found the patient had interacted with a magnet three times in the past 24 hours, all associated with bedtime hours. Confirmed magnet interaction and discussed common sources and how to identify. It was discussed that this could be a possible continuous positive airway pressure (CPAP) mask with magnets. The device remains in use. No patient complications have been reported as a result of this event.